Manufacturer narrative:
A1-a4: no patient information is available. A medtronic representative went to the site to perform a system check out and they found no issue. The system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that an inaccuracy was noticed while placing the right s2 ai screw, which was the last screw to be placed in the case. The surgeon switched to placing the screw free-hand. There was no patient harm reported.